Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4): the complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6): "complaint: a needlestick injury occurred on december 1st. Details: after venous cannulation, the medical staff member pulled away the needle from the capillary and set it aside , instead of discarding. At this time , the safety clip was not engaged onto the needle tip. When she took the needle again to discard it into the biohazard box, she took it granted that safety clip was covering the needle, and she accidentally pricked herself in the hand. Information from the sales rep. Of the distributer stated that the needle was bent and after the needle was withdrawn from the capillary, the safety clip did not move down to the needle tip the patient who had the venous cannulation was not infectious , and the needle in question will be received from the hospital."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4): summary of root cause analysis: one used introcan safety 3 pur 22g 0.9x25mm-ap without packaging with unknown batch was received. Observed that cannula was bent and safety clip was not engaged. Protective cap and catheter hub were not returned for evaluation. During visual inspection, no any dent mark or abnormality has been observed from the cannula surface of all cannula orientation and also no damage or deformation observed on safety clip. Review of device history record for complaint batch shows no abnormality. Ipqc safety clip functional, drag force and end force test results for complaint batch were reported as passed. Simulation was carried out by manual assembled the returned cannula with catheter hub (production reference sample) and withdrawing the returned sample and metal safety clip will automatically attach to needle tip as needle tip exits catheter hub as per described in the IFU. According to IFU, during application user should remove the cannula by pulling cannula straight back with a controlled, continuous motion parallel to the skin and the cannula is advisable to be disposed of immediately into the sharps container. Therefore, root cause could not be determined. This complaint is concluded as not confirmed.